Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the procedure was completed by deleting the exam to make enough space for the on-going procedure. The system logfiles were checked and troubleshooting found that the image processing pc (ip-pc) operating system (os) software crashed. The fse reinstalled ip-pc os software, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the customer was unable to perform exposures as the image storage space was full. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.